Event description:
It was reported that the patient presented for a new implant procedure. It was noted that the physician could not remove the new right ventricular (rv) lead from the new implantable cardioverter defibrillator (ICD) port due to a stripped set screw. The ICD was replaced for a second. During implant of the second ICD, it was noted that a left ventricular (lv) lead could not be connected to the ICD as the lv port was obstructed. The second ICD was removed, and a third ICD was used with no issues. The patient was stable.